Event description:
New information received notes that the device was explanted and discarded on (B)(6) 2024, no adverse patient consequences were reported.

Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's implantable cardioverter defibrillator. Early depletion was alleged by the health professional. No intervention or adverse patient consequences were reported.